Event description:
A customer contacted stryker to report that their device powered itself off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and the device's electronic data and was unable to verify nor duplicate the reported issue. The cause of the reported issue could not be determined. Unintended battery switching was found in the device data, which may have been a result of batteries not being fully installed or faulty battery pins; however, this could not be confirmed. The technician replaced the battery pins as a preventative measure. The device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted stryker to report that their device powered itself off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.